Event description:
In 2008, the lay-user/pt contacted lifescan (canada) alleging inaccurate high readings on the one touch ultra 2 meter. Three days later at 8:37am before the pt ate breakfast, the pt tested on the lfs meter and obtained a blood glucose reading of "7.7 mmol/l" (139 mg/dl). At the time, the pt was reportedly feeling fine. Shortly after, the pt took his usual dose 50 units of novolin 30/70 (not sliding scale). The pt further indicated that she takes her fixed amount of novolin 30/70 regardless of what her blood glucose reading is. Normally, the pt waits 10 mins before eating her breakfast. However, on this day, the pt passed out 5 mins after taking her insulin. The pt's mother gave her juice back and retested her blood glucose again at "3.9 mmol/l" (70 mg/dl) on the lfs meter. The pt also ate something and felt better soon after. The pt was not tested with any other device at the time of concern. The pt stated that she had known her blood glucose was on the lower side (<5 mmol/l), she would have drunk some juice and prevented going lower. The pt's diabetes medication regimen has not changed prior to or after the reported incident. It would have been helpful to know if the pt suffers from hypoglycemia unawareness. However, lifescan was unable to obtain info about the threshold of her hypoglycemic symptoms in correlation to her blood glucose reading. During troubleshooting, the customer care advocate verified that the testing technique was correct. However, the puncture area was not cleaned appropriately, and the reported meter readings were not confirmed in the meter's memory. Replacement products were sent to the pt. This complaint is being reported because the pt claimed she obtained a result that was inaccurately high and later suffered a hypoglycemic event. She did note that she would have treated herself to prevent a hypoglycemic event had her blood glucose reading been lower than 5 mmol/l.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.